Manufacturer narrative:
Additional information: d4, d9, h3 plant investigation: the sample was returned to the manufacturer for physical evaluation. In addition, a photo was provided marking the location of the leak at the recirculation port on the oxygenator. In the photo, no defect was noticed at the location of the leak. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Examination of the test sample from the reported lot number was performed. The oxygenator was filled with water. A small leak was detected at the connection between the recirculation port and the deairing line. Visual inspection of the luer lock adapter revealed a small crack at the base of the inner conus, which was identified as the cause of the leak. No nonconformities were found during review of the manufacturing records. The manufacturer confirmed receiving similar complaints for this failure. Measures have been implemented to avoid this error in the future, however, this batch was manufactured prior to implementation of these measures.

Event description:
A user facility reported that fluid leaked from the oxygenator of an xlung kit 230 during a demonstration. There was no patient involvement. The kit was reportedly being primed when this occurred. There were no defects observed at the location of the leak. The leak came from the recirculation port on the oxygenator. All connections were confirm to be secure before the demonstration began. The xlung kit was inspected for damage prior to use, and no damage was found. No defects were noted at the location of the leak after the leak was identified. To resolve the reported issue, another kit was used. There were no novalung console alarms associated with the reported event. The sample was reportedly available to be returned for evaluation. In addition, photos of the affected xlung kit were provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that fluid leaked from the oxygenator of an xlung kit 230 during a demonstration. There was no patient involvement. The kit was reportedly being primed when this occurred. There were no defects observed at the location of the leak. The leak came from the recirculation port on the oxygenator. All connections were confirm to be secure before the demonstration began. The xlung kit was inspected for damage prior to use, and no damage was found. No defects were noted at the location of the leak after the leak was identified. To resolve the reported issue, another kit was used. There were no novalung console alarms associated with the reported event. The sample was reportedly available to be returned for evaluation. In addition, photos of the affected xlung kit were provided for review.